Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 700 mg/dl with diabetic ketoacidosis. Reportedly, customer had been vomiting. Bg was addressed with a site and tubing change as well as a manual injection. Reportedly, customer reverted to manual injections for insulin therapy.